Manufacturer narrative:
Explant date: 2012. Model number/ catalog number: sc-2218-50, serial number: (B)(4), batch/ lot number: 14140205 / 14140205, model/ catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patients body had rejected the device. The patient underwent an explant procedure. No further information could be obtained.